Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported asymptomatic patient presented via merlin.net with a device that was post-sensed t-wave oversensing on the ventricular channel. Patient had received inappropriate therapy. Suggested programming changes were made to device. Patient was fine after event.